Event description:
The reporter alleged, "that after 5 days of the tube being inserted, the pt started pulling on it to remove it. As the tube was half removed, the nurse just removed it completely and realized there was no more tungsten tip at the end, the dr. Was advised and an x-ray was performed. The tip was not found.